Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported volume to be infused (vtbi) was not changing no matter how long it had been running for. The reporter indicated the patient was at the facility for an hour at this point, and the volume had not changed. Vtbi 69ml. Starting volume was 138ml. Rate 3.0cc/hr over 46 hrs. No kinks occlusion or visible defects noted. Infusion was stopped and patient came back the next day to continue infusion once we were able to get another nimbus pump. Therapy resumed on a replacement pump. Medication being infused was flourouracil. There was no patient impact.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The pump was observed while running and the vtbi was decreasing the entire infusion. The volume infused was 95.79 ml. The programmed volume was 100 ml. So, the flow rate deviation is -4.21%. The flow rate accuracy is within +/- 5%, which meets the passing criteria.